Event description:
Pt complained of shortness of breath and severe discomfort during nephrostomy tube placement. The procedure was discontinued. Chest x-ray done immediately after the procedure was negative. No equipment malfunction or abnormalities were noted. The pt was transferred to another facility for nephrostomy tube placement and stated was diagnosed with a "collapsed lung." No chest tube was required.